Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# va02r4x, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient was still having concerns with their device or therapy but have not sought further help.

Event description:
It was reported that the patient had a loss of therapeutic effect. The patient reports no stimulation sensation. About one year ago the patient said her device problems started. The patient said the device was not working. The patient was not sure if the interstim was working or not. She said the problems started when she was in the hospital with pneumonia about one year ago. The patient has had pneumonia 4 times this year. The patient said she has no bladder or bowel control. The patient was not feeling stimulation. The patient said the stimulations stopped about six months ago. The patient was concerned that the device may need to be returned. The patient was redirected to hcp (healthcare provider) to have the device checked.